Manufacturer narrative:
Carefusion file identifier: (B)(4). Any additional information provided by the customer will be included in a follow up report. Results of investigation: carefusion certified service technician was unable to verify the customer's reported issue. The ventilator passed 70 hour extended tests at the customer¿s settings. The ventilator passed initial final test and initial alarm volume test. The unit passed all testing and met all carefusion manufacturer specifications.

Event description:
The customer reported to carefusion that their revel ventilator was delivering lower tidal volume than what was set. At this time, it is unknown if there was any patient involvement associated with the reported issue.